Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Noise was noted on the rv lead. It was noted that the lead function was not good and lead had been programmed to unipolar pacing due to elevated capture thresholds and an impedance of 1500ohms. The patient was reported to be syncopal and dizzy. On (B)(6) 2018, the rv lead was capped and replaced. No further information is available at this time.